Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgment. It was noted that the lead exhibited loss of capture with no asystole. This device remains in service. No additional adverse patient effects were reported.